Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, wrinkling/rippling, ptosis, other" via national breast implant registry (nbir). Surgical intervention: capsulotomy and mastopexy. This record is for the left side. The device has been explanted and replaced.